Event description:
It was reported that endotracheal tube balloon leaked before intubating the patient during preoperative preparation in thyroid surgery. The procedure was delayed by 15 minutes and the procedure was completed with a backup product. There was no patient injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found visually, the proximal end of the cuff balloon was deformed and torn from the device which would have resulted in the reported event. Functionally, a syringe was used to verify and inject the cuff with 20-cc of air and inflation did not occur. Electrically, for further analysis, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.6 ohms (blue), 3.4 ohms (blue with clear tubing), 3.3 ohms (red), and 3.5 ohms (red with clear tubing) in which all electrodes were within specification. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.